Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the catheter was unable to drain urine and resisted irrigation due to significant obstruction. This issue was discovered after the foley catheter was inserted, as the urine was unable to drain. The nurse removed it and a new foley catheter was inserted.